Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.25 x 20mm synergy xd drug-eluting stent was selected for treatment. However, when a negative pressure of 2 to 3 atmospheres was applied to the stent balloon on the initial inflation, it ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.25 x 20mm was returned for analysis. An attempt was made to inflate the balloon to the rate of burst pressure (18atm) but the device failed to inflate. The visual and tactile examination of the hypotube profile revealed no issues with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues, and the microscopic examination of the distal extrusion identified that it was twisted at the site of the guidewire port. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the balloon identified no holes or tears. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.25 x 20mm synergy xd drug-eluting stent was selected for treatment. However, when a negative pressure of 2 to 3 atmospheres was applied to the stent balloon on the initial inflation, it ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.